Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a blister uder the front right electrode. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed zyrtec for the reaction. Follow up indicated that the reaction improved.